Event description:
The manufacturer received information alleging a patient experienced a ventilator service required had occurred while using a trilogy 202 device. There was no allegation of serious or permanent harm or injury. The trilogy 202 device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the devices that the oxygen blending module (obm) printed circuit assembly (pca) board, obm gasket, sensor board, system pca board, interface pca board, and obm whisper cap had caused the issue to occur on the device. In conclusion, the device's obm pca board, obm gasket, sensor board, system pca board, interface pca board, obm whisper cap were replaced to address the issue. The root cause is confirmed at this time.